Event description:
It was reported that during an l-3 l-4 laminectomy surgical procedure the motor device "had an e6 error code". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.